Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was also noted that the right v entricular (rv) lead exhibited rising thresholds. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.